Event description:
During service, the baxter repair technician reported a fail code 812:02. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.